Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal episode and was admitted to the hospital. Review of the system indicated there was loss of capture and high thresholds observed with the right ventricular (rv) channel. Surgical intervention was later performed and the rv lead was explanted and replaced. The device continues to remain implanted and in service. No additional adverse patient effects were reported.